Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 121: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
On (B)(6) 2018, patient was hospitalized with elevated blood glucose (bg) levels and diagnosed with diabetic ketoacidosis (dka). Patient's bg levels had exceeded 13.9 mmol/l (250 mg/dl), and she was feeling very ill. Patient was experiencing pain in her abdomen, dizziness, headache, and was vomiting. The patient¿s nurse and her parents both stated that the personal diabetes manager (pdm) was not operating correctly. The parents reported that they were unable to make changes to the basal program. The daily basal doses for (B)(6) 2018 were 15.55 insulin units (iu) and 18.85 iu, respectively. At the hospital, the doctor connected the pdm to a computer and determined that the basal program was changed a few days prior to the hospitalization. The parents confirmed that they attempted to make an adjustment, but said that it did not work. While at the hospital, the patient¿s ketones were measured at 5 mmol/l (90 mg/dl). Patient stayed overnight at the hospital. She was given a new pdm to use while at the hospital, which was operating as intended. No further information was provided.

Manufacturer narrative:
The returned device was evaluated and no issues were noted with the basal rates. Investigation found that the rates were changed a few days prior to the occurrence date and were saved into the data. Correction: lot number changed from unavailable to l60763. Sequence number changed from unavailable to (B)(4). Correction: device mfg date changed from unavailable to 11/19/2017.